Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Brand name unknown / not provided. Catalog and lot number unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the clinician attempted to remove the closure cap/cover screw at tooth location #3 and it could not be removed even with special instruments brought by the sales rep. The clinician noted injury to the patient due to bone destruction. The implant had to be removed and the site was grafted. The patient will return for suture removal. Bone loss and dehiscence were noted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One (1) unknown biomet implant was returned for investigation. Visual evaluation of the as returned product identified signs of use. Functional testing to recreate the reported event; verified cover screw and implant disengaged as normal using in-house driver. Based on the evaluation and functional testing, device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Functional testing to recreate the reported event; verified cover screw and implant disengaged as normal using in-house driver. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation, IFU and risk file review, the most likely causes determined from the investigation are clinician does not follow recommended protocol for cover screw placement (e.g., does not apply recommended torque) -- torque applied during placement/seating exceeds recommended value. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.